Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an atrial tachycardia and atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered phrenic nerve damage. It was reported that after completing a pulmonary vein isolation (pvi) and atrial tachycardia case, phrenic nerve damage was noticed in the patient. The phrenic nerve damage was discovered when the patient was waking up after the procedure, after the anesthesia wore off. It is unknown how the phrenic nerve damage was discovered. The phrenic nerve damage was confirmed via x-ray, and they noticed that only half of the patient's diaphragm was moving. The bwi sales consultant believes that no medical intervention was provided to the patient, but the patient was monitored for 24 hours. A "sniff test" was performed at the time of the call and the patient still has not recovered from the phrenic nerve damage. The patient was in stable condition. Additional information was received on 11-mar-2022. It was reported that when the physician was asked about an opinion on the cause of the adverse event, the physician stated, ¿it doesn't matter what caused it¿ referring to the event and that ¿what matters is it happened.¿ the physician did not verbalize what or when it may have happened. The patient condition is unknown at this time. It is unknown if the patient required extended hospitalization because of the adverse event. A smartablate generator was used with serial number believed to be (B)(4).